Event description:
As reported, during this target market release (tmr) on a tricuspid valve and mitral valve reconstruction with left atrial appendage closure procedure of this hemosphere alta monitor, the second time the ico and corv were measured, the ico was 3.4 and the corv 1.8. There was no error messages displayed. The patient was not treated according to the inaccurate values provided. Patient demographics were not available. There was no allegation of patient injury. There will be no product return as this is a tmr.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, during this target market release (tmr) on a tricuspid valve and mitral valve reconstruction with left atrial appendage closure procedure of this hemosphere alta monitor, the second time the ico and corv were measured, the ico was 3.4 and the corv 1.8 . In addition, after valve reconstruction, the ventricular waveform was a bit different than before, not wrong. Sales rep thinks the valve reconstruction event was what had an impact on the waveform. There were no error messages displayed. The patient was not treated according to the inaccurate values provided. There was no allegation of patient injury. There will be no product return as this is a tmr.

Manufacturer narrative:
Updated: b5 (description event), g3 (date received by manufacturer), g6 (type of report), h6 (component code, investigation findings, investigation conclusions). Added: h2 (type of follow-up). The device of the reported complaint was not returned for evaluation, however, logs were provided. Based on r&d log investigation, the logs provided had insufficient information to confirmed the allegation of ico vs corv. However, there's no indication of any issue with measurement process per diagnostic logs provided. Based on further engineering investigation, the reported event was unable to be confirmed. Based on the available information, r&d was unable to replicate the inaccurate values. As the complaint could not be confirmed the purpose of the root cause analysis is to determine if the device related issue resulted from: incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors. Based on the voice of customer (voc) and the fact that r&d investigation did not find any device defect there is not sufficient evidence to suggest that the device related issue resulted from any of the specified factors. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.